Event description:
Related manufacturer reference number: 2938836-2020-02160.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-02107;2938836-2020-02108;2938836-2020-02109. It was reported that patient's complete system was explanted due to pocket infection. The physician did not allege that the device or any related procedure contributed to infection. The cause of infection was unknown. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.